Event description:
A patient (age (B)(6)) has deep venous thrombosis with venous stasis ulcer. After exchange of some coban 2 layer, the patient has experienced ulcer on her tendon. Surgery is planned to the adverse event. Coban 2 layer was not strongly rolled. No further information provided.

Manufacturer narrative:
Method: device not received. Results: no evaluation performed. Conclusions: device not returned no evaluation can be performed. Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.